Event description:
It was reported the patient had bladder issues at night and felt shocking vaginally. The symptoms started after an adjustment appointment earlier that day. While on the call, the patient changed from program four to program three. They were shocked during the programming change. The patient also experienced vaginal and groin pain. The patient had a urinary tract infection. Their vaginal muscles were uncomfortable. The patient was going to see the chiropractor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0swf3, implanted: (B)(6) 2015, product type: lead. (B)(4).